Manufacturer narrative:
B.5. Describe event or problem: it was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes when blood is drawn, it goes glossy and cannot be used. Hemolysis occurred in an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter. The customer stated: it was reported by customer that problem with lot#: 3111826 with coagulation. They report that " blood that is drawn goes glossy and cannot be used".

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes when blood is drawn, it goes glossy and cannot be used. Hemolysis occurred in an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter. The customer stated: it was reported by customer that problem with lot#: 3111826 with coagulation. They report that " blood that is drawn goes glossy and cannot be used".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes when blood is drawn, it goes glossy and cannot be used. Hemolysis occurred in an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter. The customer stated: it was reported by customer that problem with lot#: 3111826 with coagulation. They report that " blood that is drawn goes glossy and cannot be used".

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes when blood is drawn, it goes glossy and cannot be used. The following information was provided by the initial reporter. The customer stated: it was reported by customer that problem with lot#: 3111826, with coagulation. They report that " blood that is drawn goes glossy and cannot be used".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.